Manufacturer narrative:
(B)(4). Additional information: device a was received with the cord cut off and the jaw damaged. The jaw was dislodged on the right side. The I-blade was inspected and was also damaged but was not missing any pieces. When testing the opening and closing of the jaw, slight force was used to cycle due to jaw damage. Due to the returned condition (cut cord) the instrument was not able to be tested with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Device b was received with the cord cut off. Due to the returned condition the instrument could not be tested with the generator. The jaw was cycled and no issues were found with the opening and closing of the jaw. No conclusion could be reached as to the reported event or why the cord was cut. Device b batch j91m22, manufacture date: 7-9-2012, expiration date: 6-9-2017.

Event description:
It was reported that the devices were used during a laparoscopic sigmoidectomy. The devices became stuck on tissue and would not open. The device jaws were forced open to remove from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient. Two devices are being returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.